Event description:
It was reported to covidien in 2008 that a customer had a problem with a scd sleeve. The customer states that patient wearing scd express sleeve developed trauma on the lower leg. Both legs had deep tissue indentations purple colored.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.